Event description:
Customer reported a pt in the ICU was receiving multiple infusions. At approx 0730 staff observed the pc unit and all modules were flashing "system error" for a few seconds. The pc unit and all modules began operating again. Staff reported they programmed the pump to infuse an amiodarone drip to run at 33.3ml/hr. Later when the nurse returned to the pt's room observed the drip running at 500ml/hr. The module was turned off and removed. The other modules were checked and found to have the correct settings and were left infusing as ordered. The pt was found hypotensive (bp was 70's/30-50's) and a levophed drip was started. The pt's blood pressure became stable after approximately one hour. The pt did not experience any adverse sequelae. Although requested, no add'l info was available.

Manufacturer narrative:
Pt info requested and all available info is included: pc unit event log, pump module event log, and data set were received for investigation. Analysis of the returned logs indicated that on 05/19/2009 at 5:31:22 am, the pump is programmed to infuse amiodarone at a rate of 33.3 ml/hr. At 6:03:59 am, the event log shows bolus is selected for the infusion. This selection changed the infusion rate to 500 ml/h. After the rate was changed by the user the pause key is pressed followed by a system error 800.8000 and the user powered off all units. It is not believed the system error contributed to the change in rate. No malfunction on the pc unit or pumps is believed to have occurred. The data set returned from the customer was uploaded into a cardinal health lab pc unit. Key press events were duplicated using data from the event log. The change in rate was reproduced as the customer reported. The root cause for the reported change in rate for the amiodarone infusion is the result of the programming change performed by the operator. A review of the device history record did not reveal any non-conforming material reports associated to this serial number and a review of the service records did not uncover any relevant issues.